Manufacturer narrative:
Medtronic received additional information from the physician/author that none of the deaths or adverse events were attributed to medtronic product. No additional adverse patient effects or product performance issues were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: regazzoli d et al. Transcatheter self-expandable valve implantation for aortic stenosis in small aortic annuli: the tavi-small registry. Jacc: cardiovascular interventions. 2020; 13(2):196-206. Doi: 10.1016/j.jcin.2019.08.041. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study of the outcomes of patients with a small aortic annulus undergoing transcatheter aortic valve replacements. All data were collected from multiple centers between june 2011 and october 2018. The study population included 859 patients (predominantly female, mean age 82 years, mean weight 65 kg), 397 of which were implanted with medtronic evolut r transcatheter valves and 84 with medtronic evolut pro transcatheter valves (no serial numbers provided). Among all medtronic evolut r and evolut pro patients, 29 and 6 deaths occurred within 1 year of follow up, respectively. No further details about the deaths were provided. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic evolut r patients, adverse events included: ischemic stroke, myocardial infarction, major vascular complications, major bleeding, permanent pacemaker implantation, second valve implantation, patient-prosthesis mismatch, more than mild paravalvular leak. Furthermore, 2 patients experienced annular rupture; the authors reported that the rupture was likely caused by a post-dilation and that there were no major adverse clinical events from the rupture. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.